Manufacturer narrative:
The device and stent initially performed as anticipated; however, off-label pre-procedural modifications (removing the stent from the balloon) and vessel sizing larger than minima stent labeled sizing have potentially impacted the ability of the stent to be deployed in the intended location and properly fixate.

Event description:
An 8mm minima stent was used in a procedure to treat a native coarctation in a vessel larger than the stent's labeled implantable range. Prior to the procedure, the physician removed the stent from the balloon to modify the stent. When deployed, the stent missed the target location. Though the stent was stable at the end of the procedure, an x-ray later identified the stent had moved from the deployment location into the brachiocephalic artery. A follow-up procedure was performed two days later to place an additional 8mm minima stent in the stenosis and further fixate the first stent. No device was returned for evaluation.